Event description:
It was reported that the device is not as effective as it was previously. Despite increasing stimulation, the patient experiences nocturia and increased urinary frequency, urgency, and incontinence. They are now experiencing urinary retention, which is a new symptom that was not present during the pne trial. The patient wakes up 4-5 times per night and is unable to make it to the bathroom or fully empty their bladder. Additionally, the patient experienced a urinary tract infection a month ago and was treated with medication. Patient is seeing improvement in frequency during the day and fecal incontinence. However, the urinary retention persists. The sales representative increased the stimulation, and the patient felt a mild sensation in the vaginal area. The patient will call back if they have further concerns.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the device is not as effective as it was previously. Despite increasing stimulation, the patient experiences nocturia and increased urinary frequency, urgency, and incontinence. They are now experiencing urinary retention, which is a new symptom that was not present during the pne trial. The patient wakes up 4-5 times per night and is unable to make it to the bathroom or fully empty their bladder. Additionally, the patient experienced a urinary tract infection a month ago and was treated with medication. Patient is seeing improvement in frequency during the day and fecal incontinence. However, the urinary retention persists. The sales representative increased the stimulation, and the patient felt a mild sensation in the vaginal area. The patient will call back if they have further concerns.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence, urinary", "infection, urinary tract", "urinary frequency", "urinary retention" and "urinary urgency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.